Event description:
Healthcare professional reported suspected right side rupture via ultrasound. Healthcare professional later reported right side device was found intact at explant and right side capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
The event of "rupture" will be un-reported as it was confirmed that the right side device was intact. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6, h11.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture. This record is for right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening assessed as surgical damage, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6.

Event description:
Healthcare professional reported suspected right side rupture via ultrasound. Healthcare professional later reported right side device was found intact at explant and right side capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.